Event description:
A lead extraction procedure commenced to remove three leads: a right atrial (ra), a right ventricular (rv) and a left ventricular (lv) lead, extraction indication unk. Spectranetics lead locking devices were in use to provide traction to the leads during extraction. The physician chose to use a spectranetics 14f glidelight laser sheath to extract the leads. While the glidelight device was in use, it was reported that a superior vena cava (svc) perforation occurred. The repair was successful and the patient survived the procedure. This report captures the glidelight device being used in the area of injury when an svc perforation occurred. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
Patient's date of birth, age unk. Patient's weight unk. Relevant tests/laboratory data unk. Other relevant history unk. Device lot number, expiration date unk. Attempts to obtain additional information noted above have been unsuccessful. The device was discarded, thus no investigation could be completed. Device manufacture date unk because lot number unk.